Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the report of olympus india which was reported about the evaluation of the subject device. Omsc found the new reportable malfunction, the image was flickered due to the loosen video connector socket of the subject device which had occurred at olympus india evaluation checking. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and found that the endoscopic image was not displayed when evis 150/180 series videoscope was connected to the subject device due to the failure of the electrical circuit board, and the electrical circuit board had no burn marks or component broken. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the technician of the user facility that the image of the subject device was not displayed when evis 150 series videoscope was connected to the subject device at preparation for use. The user has sent the subject device to olympus (B)(4) for the repair. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus india, omsc surmised there was the possibility these phenomena were attributed to the following causes for each; [the image of the subject device was not displayed] it might have occurred due to an abnormality in communication with the endoscope with the electrical circuit board failure of the subject device. [The image was flickered] it might have occurred because that the video connector socket of the subject device was loose, and the endoscope connection was not stable. If additional information becomes available, this report will be supplemented.